Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient had their first programming since the replacement of their implantable neurostimulator on (B)(6) 2022. The manufacturer representative was seeing a message that stimulation settings have been maxed out. The manufacturer representative looked at impedances and found that contact 0 was not usable, showing >20,000 ohms. The manufacturer representative tried programming all over the remaining 3 contacts, but patient is barely feeling stimulation until she is at 10-12 ma. Impedance check showed the following values: 1/2 1249, 1/3 1583, 2/3 764 ohms. The manufacturer representative tried contacts 2/3. The pt could feel mild stimulation at 10.7 ma, on left side only. Switched polarity then got 11.9ma, tried lower rate to 40hz and was at 11.6ma. The manufacturer representative didn't have previous settings pt was using as previous ins died back in 2020 and couldn't get ins switched out until (B)(6) 2022. It was suggested to review the potential to run stim for a while to see if they can possible lower stim, check impedances in various positions to see if values change. With these settings, ins will deplete in a year according the longevity calculation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 serial# unknown: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. They did not know why they did not replace the wires. Pt cold their doctor that the battery wasn't working after the replacement. Pt fell twice because the stimulation wasn't working to keep them upright. Pt is in the hospital now and is bedridden in a nursing home for the rest of their life. Cause of the implant was not determined.

Manufacturer narrative:
Correction, g3 date corrected for follow up number 004. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they spoke with the md today. No, she is not able to get stim on right side and the left side is not strong or full area. However, after we turned stim back on this week we were able to get some coverage up into pt¿s back. Unfortunately estimator with vanta is 8 months with cycling on. Md is aware.

Manufacturer narrative:
Continuation of d10: product ID: 3487a-33, serial#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported they spoke with managing md on (B)(6) 2022 he suggested to turn stim off for 1-2 weeks. And to check back in with patient. If at that time no stim he will have patient come back in to see him in office. Issue not resolved, stim was turned off today (B)(6) 2022. Pt stated that she worked with rep and hcp - pt stated that 3 of the leads are working and 1 isn't working - pt stated that hcp suspect she may have fluid around the lead wire so he wants her to turn stim off for 2-3 weeks - pt stated that she is working with the field rep for next steps. Pt stated that the hcp may want to replace the lead - pt requested assistance in turning the ins off. Pt is able to shut therapy off. Pt called ps back and asked when they had their stimulation turned off and when they could have the simulation turned back on. Pt said their stimulation was only partially on their left leg and nothing was going down their right leg and the doctor felt like there may have been water that seeped in and the doctor wanted them to turn off their stimulation. Pt said they wanted to know how long they needed this off for, because they are in pain. Pt said that talking to their doctor is like talking to a wall. Pt said they have been told this could take 2-3 months or maybe even longer and the pt said they are in pain. Pt said they tried to call their medtronic rep (who called in in this case) and said their voicemail is full so they were unable to leave a message. Pt said their previous implant battery was dead for over a year before their doctor did anything about replacing the battery. Pt mentioned on the call that they were confined to their house because their cardiologist told them to only go to appointments because they have a leaky valve.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3487a-33, serial# unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). Caller said the pt got put in a replacement battery last spring almost a year ago. Caller said it never worked since it was put in the pt in (B)(6) 2022. Pt sits and wonders how much fault was with the manufacturer or the surgeon. Caller said the stimulator failed miserably after having and ins for the past couple decades; this time when the ins was replaced the ins screwed things up and never worked. To the callers understanding the ins failed and was replaced in (B)(6) 2022 and it never worked and they went on for months and months. Caller said anyone they spoke with said with stimulators the first thing is when the ins gets replaced they also replace the leads but the pts leads were not replaced and it failed. One day the pt fell then they went to the hospital and then they fell again so they ended up being put in a nursing home for the rest of their life. The main contributing reasons for the pt going to a nursing home was the ins never worked and the pt fell. Caller said the ins failed so the pt had no stim in their legs and that was why they fell. Caller then said one day the pt was walking then crashed and burned in september (patient services (ps) understood it was just a figure of speech for nothing was burned). The pt was not getting stimulation in their back, the ins did not provide stimulation or was working for they were not getting relief. Now the pt could not get on their feet now or get stim in their legs. Caller said the pts quality of life changed when the device was failing and noted it was not the manufacturer or the reps fault.